Event description:
Dialysis initiated via right femoral vascath. Two minutes after initiation, bleeding noted coming from venous limb of vascath above clamp. Dialysis ended. Hole seen in venous limb of cath. Clamp placed above the hole with subsequent removal.